Manufacturer narrative:
Additional information has been requested regarding the device serial number but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #:1420/ catalog #:1420/ expiration date:30-apr-2018/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, mfg date: 30-apr-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited several electrical fault and vad stop alarms while the patient was at home. It was also reported that the ventricular assist device (vad) exhibited low flow alarms and several high watt alarms. The patient switched out their controller at the time of the alarm. The patient was then transported to the nearest hospital then transferred to implant center for evaluation after the controller was exchanged. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b2 outcome attributed to adverse event - b5 desc evt problem - d4 expiration date - d4 serial # - d4 unique identifier (UDI) # - h1 type of reportable event - h4 device mfg date - h6 imf (annex f) health impact - h6 patient codes (ime/annex e) - h10 addt manufacturer for MDR (codes for additional products) additional products: serial#: (B)(6)- controller h6: patient ime code(s): e2402 h6: imf code(s): f08 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Review of the alarm log file revealed one (1) low flow alarm was logged on 10/nov/2022. Review of the controller log files also revealed multiple twelve controller reactivation events, four (4) high watt alarms, three (3) electrical fault alarms, two (2) vad disconnect alarms, and one (1) vad stopped alarm were logged on 19/nov/2022. The reactivation events were recorded between 16:35:36 and 16:57:04, indicating open phases in the front stator and open phases in the rear stator. This likely triggered the high watt alarms, due to the increased power consumption required to run on a single stator. Two (2) electrical fault alarms were logged at 16:55:56 and16:56:51 indicating an open phase in the front stator and an open phase in the rear stator. The first vad disconnect alarm was recorded at 16:57:05, due to a critical phase open, indicating there was an open phase on each stator. A vad stopped alarm was then logged at 16:58:11 indicating a failure of the pump to restart after multiple attempts. This was followed by the second vad disconnect alarm indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at t he outflow graft, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported electrical fault alarms, high watt alarms, and vad disconnect alarm due to a critical phase open event can be attributed but not limited to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the remaining vad disconnect alarm can be attributed to physical disconnections of the driveline from the controller, likely due to troubleshooting of the vad stopped alarm. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: serial #: (B)(6) h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.